Manufacturer narrative:
The pump was returned and analysis found residue and wear in the motor gear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 970.4 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and head/brain injury. It was reported that the pump was alarming and the patient experienced withdrawal. The pump was interrogated and a motor stall was confirmed to have occurred on (B)(6) 2019. Recovery on (B)(6) 2019 and stalled again on (B)(6) 2019. There were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced and would be returned for analysis. The issue was noted resolved and the patient was alive with no injury. No further complications have been reported as a result of this event.